Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. 3 months prior, the pt presented with back spasms. The investigator noted the event as mild in intensity. Physician did not prescribe treatment for the condition. It is reported as resolved without treatment in 8/99. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted an increase in physical activity by the pt after surgery as a possible cause for the event.